Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing was performed and passed. A g5 global communication tool test was performed and passed. A manuel "try-it" test was performed and passed. The speaker resistance was measured and was found to be within specification. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. No injury or medical intervention was reported.